Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead was oversensing and double counting ventricular tachycardia episodes resulting in ventricular fibrillation episodes. Follow-up determined that the ventricular blanking post ventricular sense was reprogrammed. The lead is still in use. No patient complications were reported as a result of this event.